Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to a suspected conductor fracture. No adverse patient effects were reported.

Manufacturer narrative:
The lead conductor coil fracture allegation was not confirmed - based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to a suspected conductor fracture. No adverse patient effects were reported.